Event description:
Additional information received stating additional procedure was performed on (B)(6) 2026 and the broken screw was explanted. No further complications reported.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(4), sub event 001. It was reported that, subject returned to the clinic with persistent pain. Further imaging was ordered to confirm hardware/fusion state. Imaging was performed as per below - x-ray was performed on (B)(6) 2025 and identified broken sacral screw. Computed tomography was performed on (B)(6) 2025 and identified hardware fracture - right s1 pedicle screw. Site related assessment states, the reported event is probably related to procedure and study device. Sponsor assessment states, possible related to the procedure and to the device. There were no further complications reported regarding the event.

Manufacturer narrative:
D4: it was unknown which of the reported s1 screw was broken, hence both the screws with product ID 54840006550 and product ID 54840007540 are being reported. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating, medication was administered as follows. Additional medication - fentanyl - 150ug; ketamine - 50mg; methadone - 20mg; oxycodone - 10mg were administered. Site seriousness assessment states, medical/surgical intervention was performed on (B)(6) 2026 and the broken screw was explanted. No further complications reported.

Event description:
Additional information received stating there has been no mention of plans to perform revision surgery to explant the broken s1 screw. No further complications reported.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.